Event description:
Information received by medtronic indicated that the customer reported that the insulin pump was chipped where the reservoir was. Troubleshooting was performed but the issue was not resolved. The pump shows physical damage. The type of damaged clear retainer ring, was broken and only half of it was there, the pump was cracked and missing. The damage occurred from wear and tear on the pump. The physical damage to the pump's retainer ring and the damage occurs while using a silicone case. The reservoir was able to lock in place when inserted into the pump. No harm requiring medical intervention was reported. The customer was instructed to discontinue pump use, revert to the backup plan per health care professional instruction and the insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The unable to test displacement test due to damaged retainer ring. Unable to lock p-caps properly into the reservoir compartment due to broken retainer ring. The following were noted during visual inspection: scratched case, corroded battery tube, cracked battery tube case, cracked reservoir tube lip, broken retainer ring, cracked battery tube threads, and pillowing keypad overlay. Cosmetic damage was confirmed at the battery compartment and retainer ring during analysis. Unable to perform displacement test due to broken retainer ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.